Manufacturer narrative:
Insulin pump monitored without the test energizer battery inside the battery compartment and reinserted it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 alarm noted. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an post-reset ram crc alarm. Customer blood glucose value was unknown. Customer reports they were able to clear the alarm. Customer was able to rewind the pump. Customer reports the pump was neither stored nor without a battery. Customer stated that the alarm occurred immediately after a battery change. The device will be return for analysis.